Event description:
It was reported that " some rusch are difficult to take off which makes it harder when the newborn needed to be aspirated. Issue is recurrent with different sizes and lots from the department." Associated complaints: 8040412-2025-00062 and 8040412-2025-00061.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: visual inspection was conducted on the received sample and based on the inspection we did not find any abnormalities. Measurements were taken from the actual sample returned. Tube drawing for the endotracheal tube plain and the connector drawing for the 15mm et connector were referred. For the insertion depth, the standard production method (spm) for the endotracheal tube, nasal safety silk, oral endotracheal tube, nasal endotracheal tube, micro laryngeal, and super safety silk was referred. Based on measurement, all meeting the specification. As per stated in IFU the connector assembly features of et tube were designed in such a way that the connector can be removed and connected back to the tube when the tube required to be cut to length. There is precaution stated in the IFU that the 15mm connector should be firmly seated in the tracheal tube to prevent disconnected during use. Based on verification, all the return sample measurement meeting specification, however, manually unable to detach connector from tube. The device history record for lot 40e24a0832 was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. Based on the investigation, the defect mode on the tube connector cannot be disconnected from the tube was matches with the complainant report. The probable root cause is manufacturing related. Non-conformance has been initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "some rusch are difficult to take off which makes it harder when the newborn needed to be aspirated. Issue is recurrent with different sizes and lots from the department." Associated complaint: 8040412-2025-00061.

Manufacturer narrative:
(B)(4).